Event description:
It was reported that there had been an inability to aspirate the catheter during a catheter access port contrast study. It was indicated that there was an etiology of the lumbar portion of the catheter. Fifteen days later, a surgical revision performed to splice the catheter. The event was reportedly resolved that day without sequela. It was stated that the event was unlikely related to the device, therapy, or the implant process. The device system had been used to deliver morphine.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).